Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 2030404-2017-00047, 2182269-2017-00139. Four hours after an atrial flutter and fibrillation procedure, a cardiac perforation was noted. Following a successful procedure, the patient became hypotensive while in the post-anesthesia care unit. An echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed which stabilized the patient. The patient remained stable throughout the procedure and no symptoms were noted. There were no performance issues with any abbott device.